Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was not performed as the lot number is unknown for this complaint. A device history record(DHR) review could not be performed as no batch/lot and material number was made available for this reported event. In our process the corresponding documents were reviewed and there are proper controls in place to detect product malfunctions.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field

Event description:
It was reported that the product was dislodged and bled out during use after the specification change. Director of nursing department said that two incidents occurred where the connector plus and syringe disconnected, leading to blood loss. Therefore, the specific medication involved remains unknown.